Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that the time was defaulting to factory settings after rebooting. The black box also showed that the pump time was not stuck on 4:00 am as reported and was incrementing time appropriately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigators were unable to accurately investigate the complaint regarding the pump not keeping time accurately due to the time and date resetting to default settings with reboots.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the pump time did not seem to progress past 4 am and the pump seemed like it was frozen. The reporter stated that the patient's blood glucose was elevated but there was no reported adverse event. The reporter confirmed that the battery cap was secure on the pump and there was no sign of damage or corrosion in the battery compartment. This report is made based on the allegation that the pump may have malfunctioned.